Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable results for 143 patient samples after the qc was found to be out of the acceptable range. Of the data provided, the results for 38 patient samples were discrepant. Assays involved were: intact human chorionic gonadotropin + the ss- subunit (hcg+ss), a1-fetoprotein (afp), cancer antigen 125 (ca 125), free psa and total psa total (free + complexed) psa - prostate-specific antigen (total psa). The units of measure were requested, but were not provided. In the morning, an electrical problem had occurred and the instrument powered off. The field service engineer exchanged the power supply (24v) and with the customer performed qc with acceptable results. Around 6 pm, the qc was measured again and the results were out of range. The samples tested in the period since the power supply replacement were retested on another analyzer and some results were discrepant. It was determined when the power supply was replaced, one connector was not totally plugged in and caused dripping from the sipper probe. After this was plugged in correctly, the qc results were acceptable. No patient was harmed. The reagent lot numbers and expiration dates were requested, but were not provided.